Event description:
It was reported that the device would intermittently fail to detect the therapy cable. There was no report of pt involvement with incident.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed a therapy cable pin broke off inside the internal therapy connector to result in the reported issue. Physio replaced the internal therapy connector and observed proper device operation through functional and performance testing. The device was returned to the customer for use. The original corresponding therapy cable was replaced and disposed by customer before physio-control's evaluation. Physio further evaluated the replaced internal therapy connector, and found the pin 1 contact socket tabs spread apart to create a loose or no contact condition.